Event description:
The customer reported no display. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer has declined to evaluate and repair the device. Philips can not determine the cause of the reported symptom as the customer has declined eval of the device.